Event description:
Description of event according to initial reporter: difficult removing the trigging wires. The graft jumped back really far according to the CT. The physician was able to re-advance it and get the graft within 5mm's of the intended target landing zone. During this process, one of the stents enfolded on itself (this caused a loss of graft length). The graft was ultimately placed successfully and laid flat according to follow-up CT images. 21sep2021: additional info received: once the safety portion was unscrewed, the wire would not release out of the devise. The physician had to pull extremely hard to remove them. Patient outcome: had to go back couple days later due to leak. The physician had to perform a full de-branching. An additional stent was placed. Had a hard time waking the patient up. The final outcome is that the patient did not survive. The patient expired.